Event description:
The account stated a (B)(6) patient with colitis generated a false positive architect troponin-I result of 5.0 ng/ml. The patient has no clinical symptoms of cardiac disease. No further patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
Non-statistical trends were identified related to the issue under investigation. However, no adverse trends were identified and complaint activity was not atypical for lot 42965un11 for the issue under investigation. Additionally, accuracy testing was performed using likely cause lot 42965un11, which met acceptance criteria. Based on the results of this investigation, architect stat troponin-I reagent lot 42965un11 is performing as intended and no additional product issues were identified.

Manufacturer narrative:
False positive result; (B)(4): no consequences or impact to patient; an evaluation is in process. A followup report will be submitted when the evaluation is complete. Evaluation in process.

Manufacturer narrative:
Lot number of unknown on initial report was updated to lot 42965un11. A follow-up report will be submitted when the evaluation is complete. Evaluation in progress